Event description:
Customer reportedly performed back to back tests on the advantage system with results of 242 mg/dl, 118 mg/dl and 222 mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.